Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Cement manufacturer was unknown. It was also reported that the patient was having pain and discomfort, came into office. By x-ray, the surgeon determined the tibia was loose. So he removed poly and pulled out the tibia with his hand due to no cement bonding to the implant. He cleaned up all the cement and replaced with a attune revision tibia with sleeve and replaced with new poly to correct patients discomfort. Doi: (B)(6) 2017. Dor: (B)(6) 2020. Left knee.